Event description:
Patient was under anesthesia for a scheduled nissen fundoplication with placement of g-tube. During g-tube placement, dilating catheter malfunctioned/broke off and was displaced into patient's stomach. Egd was performed by gi doctor and foreign body was removed without problems. Per surgeon's operative note, "a graduated dilator sheath was then used to dilate a path into the stomach. The dilator was removed and the g-tube insertion was unsuccessful because a portion of the dilator broke off and remained in the tube. This was removed, only to find that it was incomplete and the majority of the dilator had stayed intragastric."